Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced defective fuses in the mpdu. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was not booting up due to the defective fuses in the main power distribution unit (mpdu). Review of the system log file showed that the malfunction of system interface board (sib). The engineer replaced the fuses in the mpdu, and device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.